Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and was transported to the emergency room (ER) by the paramedics. The customer declined a follow-up from tandem technical support to troubleshoot the issue or provide any information regarding the ER visit.